Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced hypoglycemia with an unknown blood glucose level. They also reported treating low blood glucose levels with glucagon and carbohydrates intake. The insulin pump had a crack and received an error, it triggered the insulin pump and gave all the existing insulin into her body which caused severe hypoglycemia that required numerous sodas and a shot to resolve. The device will not return for the analysis.